Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the tip of the removal driver broke off in the last remaining screw. There was a 15 minute delay in surgery. No harm to the patient was reported.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 g-id42061 digital microscope. Panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. The threaded end was found broken off. In the next step we investigated the fracture surface. Here we found the typical signs of a multi axial stress condition of bending and torsion. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot on hand. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: the fracture surface exhibits the typical signs of a mechanical overload. A material defect or a manufacturing error can be excluded. No CAPA is necessary.